Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated and the following defects were found: white dots on the image after pixel correction. Based on the results of the investigation, a root cause could not be determined. The legal manufacture reviewed the customer provided cds practices of the subject device; however, it did not show whether the facility¿s reprocessing was conducted appropriately. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera iii colonovideoscope. The scope tested positive for fifteen (15) colony forming units (cfus) of enterobacter (citrobacter farmer). There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, and forceps elevator channel were flushed. The scope was precleaned with franklab ddn 9 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port and distal end/areas around the elevator were manually cleaned with franklab ddn 9 detergent and tec care brush (reference # kit 06-200). The scope was not manually disinfected. The aer used was a wassenburg along with endohigh detergent and endohigh paa disinfectant. The scope was stored in a wassenburg dry300d. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.